Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt and no physical damages were noted. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation as no problem was found. Root cause of the reported issue is unknown as no fault was found, but a defective downstream occlusion sensor or cassette product could be a possible root cause. Preventively replace the downstream occlusion sensor. The product is beyond 3 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation.

Event description:
It was reported that during the use of the product, an alarm that was different from usual went off. There was no patient injury reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.